Event description:
The patient was revised because the cup was put in too antiverted and became loose.

Manufacturer narrative:
The device associated with this report was not returned. Per the initial reporting, patient x-rays are not available for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The report states: the patient was revised because the cup was put in overly anteverted and became loose. Doi: unknown dor: (B)(6) 2010 (left side). Update 06/07/2010 - litigation papers allege the following: patient was forced to undergo a revision surgery in or around (B)(6) 2010 after she experienced a loosening of the acetabular component. Patient underwent another procedure for left hip dislocation in or around (B)(6) 2010. Patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. Femoral head added to the complaint. Doi of (B)(6) 2008 is in the litigation papers. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.